Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "radial endobronchial ultrasound (ebus) guided suction catheter-biopsy in histological diagnosis of peripheral pulmonary lesions". The literature reported the result of 168 patients with peripheral pulmonary lesions of radial endobronchial ultrasound (ebus) guided suction catheter-biopsy procedure using olympus fb-19c-1 from january 2011 to november 2012. In the subject case, 1 case of excessive bleeding occurred. Omsc will submit a medical device report (MDR) depending on the event.